Event description:
A caller reported a malfunction on the pump, specifically a malf 12 code. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.